Event description:
It was reported that the epg (external pulse generator) has a damaged case. The epg was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the high rate cover, main clear cover, one control knob and spring, one side bail cover, one side bail and caution label were missing, the battery drawer was contaminated, one side bail cover was broken and the serial number label was torn. (B)(4).